Manufacturer narrative:
Introducer tube tip sheared off. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The mam3001 applier was returned with the tip of the introducer tube sheared off. The device was received without the collagen plug, which denotes that the marker clip was already deployed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the mammomarker did not deploy due to missing product. The doctor was able to use another mammomarker. There were no pt consequences reported.